Event description:
It was reported that the procedure was to treat a diagonal coronary lesion. Reportedly, the 2.25 x 12mm nc trek balloon catheter was advanced for pre-dilatation; however, during first inflation at 8 atmospheres the balloon burst. A second balloon was then used. The balloon was not prepped before use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. The nc trek rx instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.